Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the nkv-550 ventilator had an audible alarm and restarted automatically. During the restart, the ventilator stopped ventilation and then resumed ventilation automatically. There was no reported harm to the patient, and the patient was placed on another ventilator. The debug logs confirmed a cpu reset, and ventilation resumed within 18 seconds at the previous set settings.